Manufacturer narrative:
(B)(4). The device was not returned; however an unused companion device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional testing identified that the device primed and flowed normally. The evaluation of the companion sample could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink solution set. This occurred during patient infusion, with etopside and taxotere, with an unknown infusion pump. The reporter stated that the pump experienced a downstream occlusion alarm. After adjusting the device, flow continued normally. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.